Event description:
The or nurse set up the shaver to be used and smelled something burning. When he grabbed the handpiece, he felt a slight burning sensation on his hands thru his gloves and noticed the handpiece for the shaver was overheating. This caused the plastic insert on the shaver to melt thru the inside of the handpiece and caused handpiece sensor failure. No patient or staff injury occurred as a result of this event.